Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting constant tones. Interrogation of the ICD exhibited a memory fault with the device reset to a single zone. During the invasive procedure to explant the ICD, it was noted that the patient had twiddled the ICD several times. A new device was successfully implanted.